Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the anterior tibial artery. A 3mm x 20mm x 144cm sterling monorail balloon catheter was advanced and "deployed". The balloon and shaft separated on the distal end. The balloon was able to be removed with no problems. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that during an unspecified treatment procedure, a balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the anterior tibial artery. A 3mm x 20mm x 144cm sterling monorail balloon catheter was advanced and "deployed". The balloon and shaft separated on the distal end. The balloon was able to be removed with no problems. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Examination of the returned sterling es balloon catheter revealed the balloon was tightly folded. There was a 11.5 cm tear in the inner and outer shaft extending proximally from a location 0.5 cm from the wire exit notch, which may be consistent with the guidewire tearing through the inner and outer shaft. The shaft was also stretched. There was no evidence of any product quality deficiencies contributing to the damage. There was no detachment of any portion of the balloon or shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).